Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended the clinic with the complaint that he stopped hearing abruptly with the device. Measurements then revealed affected channels. Re-implantation is considered.

Event description:
The user_s hearing performance with the device is affected. It is reported that the user abruptly stopped responding to sounds.the user has been re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device is affected. It is reported that the user abruptly stopped responding to sounds. User has been reimplanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.